Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2022, follow-up CT scan showed enlargement of the right common iliac artery. Due to the iliac dilation, the device migration or/and a lack of device apposition at the distal side was confirmed. No distal type I endoleak was observed. Reportedly a reintervention might be taken in the future, but at this moment no reintervention is scheduled, and the patient is being monitored. Additional information obtained on december 9, 2022. A reintervention is planned on (B)(6) 2022, that an additional stent graft will be placed into the right side of the patient. Additional information obtained on december 19, 2022. On (B)(6) 2022, a scheduled reintervention was performed to the right side of the patient, where the contralateral leg had been located and it was found that it was not the ipsilateral side of the trunk ipsilateral leg. The right internal iliac artery was coil embolized, and the stent grafts were extended into the right external iliac artery. A minor type ii endoleak from the iliolumbar artery was observed. The procedure was completed.

Manufacturer narrative:
(B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis: component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.